Manufacturer narrative:
(B)(4). Batch # m54a2l. (B)(4). The analysis results found that the pph01 device arrived with the knife damaged; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. No functional test was performed due the condition of the device. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a stapled trans anal rectal resection (starr) procedure, the device did not fire at all. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.